Manufacturer narrative:
The most probable root cause is overload considering the reported high activity level of the patient, that this is the first abutment and abutment screw replacement and the lack of any other cause leading to fracture.

Event description:
Abutment and abutment screw replacement surgery due to fractured abutment.black secretion and pain when loading were reported as clinical signs.component replacement surgery took place on (B)(6) 2023.